Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 300 mg/dl. The customer had no symptoms of high blood glucose. Customer treated with manual injection and insulin pump. Customer's blood glucose value was 409 mg/dl at the time of the call. Customer reported that the high blood glucose levels began 2 to 3 days prior to call. Customer did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. Customer declined checking site, insulin, and settings, but stated that time and date was 5 minutes off. Customer was assisted in changing the time. Customer declined further troubleshooting. Tubing clamp was sent to customer.